Event description:
It was reported that the patient experienced chest pain during a permanent implant procedure. An EKG, electrocardiogram, was performed and the results were fine. It was noted that the patient had what appeared to be a large gas pocket. The procedure was completed and post operatively the patient again complained of chest pain at which time a second EKG was done which showed the patient experienced a heart attack. The patient was then transferred to a hospital for a work up and would be going to be sent to a catheter lab. It was noted that nothing happened during the procedure that may have contributed to this event. No further course of action has been scheduled.